Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (unknown serial/lot); product type: 0200-lead; implant date (B)(6) 2020, brand name vectris surescan; product ID 977a260 (unknown serial/lot); product type: 0200-lead; implant date (B)(6) 2020; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was rep reported patient with out of range message on the controller. Patient fell over the weekend and the result was the left lead is out of the housing per rep. The right lead has electrode 9 at 21600 ohms, the rest are 1400-1600 ohms range. Prog. C - 600 pw 50hz 6.3 ma program b - 460pw 50hz 9.5 ma technical services(ts) reviewed with rep the system is at the maximum capacity given the pulse width is so high, to try and cover for the left lead lead. If patient can't get stimulation needed with programming, then revision is likely necessary. The issue was not resolved through troubleshooting.